Event description:
Boston scientific crm received information that the transvenous right ventircular (rv) lead in association with this implantable cardioverter defibrillator (ICD) oversensed noise, resulting in 2.6 seconds of pacing inhibition. Noise was present on both the shock and rate/sense channels. The local area sales representative confirmed that the patient was not syncopal. Myopotential oversensing was considered to be the source of noise.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. As new information becomes available, this report will be further evaluated and updated.